Event description:
Patient alleged receiving an un-intended electrotherapy output during treatment.

Manufacturer narrative:
The customer did not return the device for evaluation. Since the device was not returned for evaluation, no root cause can be determined. Additional information will be provided via the form 3500a, if required.